Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 26 mg/dl. The customer alleged that the pump delivered too much insulin; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. Customer was treated with intravenous fluids. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.